Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump act keypad button is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.